Event description:
On (B)(6) 2017, the reporter (mother) for the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter was reading inaccurately high compared to another meter (accucheck-nano). The complaint was classified based on the customer care advocate (cca). The reporter stated that the alleged inaccuracy began on (B)(6) 2017, in the morning. The reporter stated that the patient obtained a blood glucose result of 450mg/dl on the subject meter compared to 242mg/dl obtained on the other meter the time difference between these results was unknown. Based on statistical methodology, the calculated difference of these glucose results did not meet lfs¿ criteria for accuracy. The reporter detailed that the patient manages their diabetes with insulin (self-adjuster), including humalog and lantus. The reporter for the patient stated that 1 hour after the alleged product issue began the patient developed symptoms of ¿dizzy, vomiting and headache.¿ the reporter detailed that on (B)(6) 2017 at 11:00am the patient was administered unspecified IV fluids and insulin by a healthcare professional (hcp). At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The test strips were stored correctly and not expired and the test strip vial was intact. The patient was unable/unwilling to say if the if the control solution test had been manually selected on the meter¿s results. The patient¿s products were replaced and requested back for evaluation. Although the patient developed signs and symptoms that meet lfs criteria for a serious injury reportable adverse event the symptoms are consistent with the elevated result on the subject meter and with the treatment provided by the hcp. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.